Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained high blood glucose following an infusion site change while using a 32" teflon 6 mm inset infusion set, with alerts for prolonged hyperglycemia and subsequent difficulty returning to target; the family later removed the ilet, used backup therapy, and then restarted, with continued infusion set concerns and a recommendation to discuss switching to a 6 mm steel contact/detach set with their clinician. Symptoms included hyperglycemia without reported ketone testing, steroid use, loss of consciousness, or other acute complications. Outcomes included the need to discontinue the device temporarily and use backup therapy, followed by resumption with ongoing troubleshooting and education. Investigation included user interview, device-use troubleshooting, and education on infusion set management. Investigation of this case revealed an unclear cause of hyperglycemia with a suspected infusion set or site issue, and no evidence of device malfunction confirmed. It was concluded that the event was consistent with hyperglycemia of unclear cause, potentially related to infusion site or set performance, and that consultation with the healthcare provider regarding an alternative steel set would be appropriate.